Event description:
During procedure ligasure atlas (reference number ls 1020, lot s7c0020x) was set down on patient lap. Scrub noticed a burn mark on the drape and that the device was active. The drape was intact. The scrub had the defective device removed from the sterile field and it was replaced with a new one. The scrub placed the new one on the mayo stand and it activated as well. The activation button curves around the sides of the device and when placed on its side was activated. This device has a different lot number. It too was removed from the sterile field. Manufacturer response for tissue fusion open and laparascopic instument, ligasure atlas (per site reporter). The manufacturer replaced the stock we had with a device with a different handle and control.